Event description:
Additional information received indicated that the system was explanted due to a right ventricular (rv) lead insulation. The pacemaker was replaced as well with an MRI save system. The impedance was observed to have increased from 100 ohms to 110 ohms in bipolar and remained 200 ohms in unipolar, though still oor. Undersensing was also noted in bipolar mode.

Event description:
Boston scientific received information that the pacemaker and this right ventricular (rv) lead exhibited a low out-of-range (oor) pacing lead impedance measurement at 100 ohms in bipolar and 200 ohms in unipolar. The clinic also reported that the rv lead insulation seemed compromised. The field representative wanted to know the effects of MRI on a compromised lead as the clinic staff wanted to do an MRI unrelated to device. A boston scientific technical services (ts) discussed potential reason why MRI is not recommended. The system remains in service no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.